Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and burned a pt twice on cheek to the size of 3 mm. Pt did not get any kind of medication. The analysis did show that bearing have been gritty, the cover nut of the back cap was worn and the head was dented. This caused the back cap button to stick in causing the head to heat up. Handpiece is running out of specification. A visual and functional inspection of the handpiece is required by the user instruction prior to each treatment and is hence mandatory. Reported due to the 2 year presumption rule.

Event description:
During a standard treatment, a dental electrical handpiece got hot and burned a pt twice on cheek to the size of 3 mm. Pt did not get any kind of medication.